Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure. The sensor was inserted into the abdomen. On (B)(6) 2024, a nurse called in to report the patient¿s sensor failed. As a result, the patient was taken to the emergency room because of hypoglycemia. The reporter (nurse) was not present during the event, therefore, had very limited event details. No patient symptoms were reported. No medication or treatment details were reported. It is also not known how long the patient was in the ER prior to discharge. It was mentioned that the patient has dementia, therefore, has been unable to provide any event details either. The patient was at home with a stable bg level at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.